Manufacturer narrative:
This report captures additional information of surgical intervention and impact on the patient.

Event description:
It was reported that the patient with the pacemaker device exhibited undersensing and loss of capture (loc) on this right atrial (ra) channel. Upon review of the presenting electrogram (egm) there were noisy signals. Technical services (ts) discussed lead revision options. This ra lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with the pacemaker device exhibited undersensing and loss of capture (loc) on this right atrial (ra) channel. Upon review of the presenting electrogram (egm) there were noisy signals. Technical services (ts) discussed lead revision options. This ra lead currently remains in service. No adverse patient effects were reported.